Event description:
The customer stated during the setup on a trima device an alarm occurred. The customer checked the disposable set and tried to reinstall. However, after the yellow clamp was closed, the customer found that the sampling bag was filled with air. No patient (donor) was connected at the time of the event, therefore, no patient information is available. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in h.6. Investigation: terumobct japan has confirmed the customer¿s statement and found the following: there was not anything wrong on the returned set. The possible root cause was unknown. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The ¿pressure test error¿ alert was generated during the tubing set test in this procedure because the expected pressure increase was not seen in the allotted volume pumped. Based on the analysis of the run data file, it is suspected that the pressure increase was not sufficient because the pinch clamp on the sample bag line was likely not occluding the line properly. If the clamp on the sample bag line is not occluding the line properly during the tubing set test, air can have a pathway to enter the sample bag. In this case, it is suspected the operator closed the yellow donor line clamp before continuing from the ¿pressure test error¿ alert, allowing the tubing set test to pass. Several pictures were taken of the returned set. The photos confirmed the presence of an inflated sample bag. The pinch clamps were identified on the correct lines. The white pinch clamp on the blood diversion tubing appears to have been closed adequately. The set did not contain blood which suggests it was not connected to the donor. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. After follow up the customer contact details are unknown. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Terumo bct has offered customer retraining for this issue. The regional quality assurance specialist confirmed that the retraining was declined by the customer. Root cause: the ¿pressure test error¿ alert was generated during the tubing set test in this procedure because the expected pressure increase was not seen in the allotted volume pumped. Based on the analysis of the run data file, it is suspected that the pressure increase was not sufficient because the pinch clamp on the sample bag line was likely not occluding the line properly. If the clamp on the sample bag line is not occluding the line properly during the tubing set test, air can have a pathway to enter the sample bag. In this case, it is suspected the operator closed the yellow donor line clamp before continuing from the ¿pressure test error¿ alert, allowing the tubing set test to pass. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass. Corrected corrective action: the internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag is no longer applicable to this event.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: terumobct japan has confirmed the customer¿s statement and found the following: there was not anything wrong on the returned set. The possible root cause was unknown. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The ¿pressure test error¿ alert was generated during the tubing set test in this procedure because the expected pressure increase was not seen in the allotted volume pumped. Based on the analysis of the run data file, it is suspected that the pressure increase was not sufficient because the pinch clamp on the sample bag line was likely not occluding the line properly. If the clamp on the sample bag line is not occluding the line properly during the tubing set test, air can have a pathway to enter the sample bag. In this case, it is suspected the operator closed the yellow donor line clamp before continuing from the ¿pressure test error¿ alert, allowing the tubing set test to pass. Several pictures were taken of the returned set. The photos confirmed the presence of an inflated sample bag. The pinch clamps were identified on the correct lines. The white pinch clamp on the blood diversion tubing appears to have been closed adequately. The set did not contain blood which suggests it was not connected to the donor. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Terumo bct has offered customer retraining for this issue. The regional quality assurance specialist confirmed that the retraining was declined by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer stated during the setup on a trima device an alarm occurred. The customer checked the disposable set and tried to reinstall. However, after the yellow clamp was closed, the customer found that the sampling bag was filled with air. No patient (donor) was connected at the time of the event, therefore, no patient information is available. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Corrected information is provided in b.3. Investigation: terumobct japan has confirmed the customer¿s statement and found the following: there was not anything wrong on the returned set. The possible root cause was unknown. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The ¿pressure test error¿ alert was generated during the tubing set test in this procedure because the expected pressure increase was not seen in the allotted volume pumped. Based on the analysis of the run data file, it is suspected that the pressure increase was not sufficient because the pinch clamp on the sample bag line was likely not occluding the line properly. If the clamp on the sample bag line is not occluding the line properly during the tubing set test, air can have a pathway to enter the sample bag. In this case, it is suspected the operator closed the yellow donor line clamp before continuing from the ¿pressure test error¿ alert, allowing the tubing set test to pass. Several pictures were taken of the returned set. The photos confirmed the presence of an inflated sample bag. The pinch clamps were identified on the correct lines. The white pinch clamp on the blood diversion tubing appears to have been closed adequately. The set did not contain blood which suggests it was not connected to the donor. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Investigation is in process. A follow-up report will be provided.

Event description:
The customer stated during the setup on a trima device an alarm occurred. The customer checked the disposable set and tried to reinstall. However, after the yellow clamp was closed, the customer found that the sampling bag was filled with air. No patient (donor) was connected at the time of the event, therefore, no patient information is available. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: terumobct (B)(6) has confirmed the customer¿s statement and found the following: there was not anything wrong on the returned set. The possible root cause was unknown. Investigation is in process. A follow-up report will be provided.

Event description:
The customer stated during the setup on a trima device an alarm occurred. The customer checked the disposable set and tried to reinstall. However, after the yellow clamp was closed, the customer found that the sampling bag was filled with air. No patient (donor) was connected at the time of the event, therefore, no patient information is available. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.